Manufacturer narrative:
Device evaluated by MFR.: the returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and the balloon was inflated to its rated burst pressure of 24 atmospheres as per print on the hub with no issues identified. The inflation device was verified with the druck and the balloon was inflated again and held for 30 seconds without a drop in pressure. The balloon deflated within 5 seconds after a vacuum had been applied. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. Vascular approach was obtained from the vein. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein in the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. Vascular approach was obtained from the vein. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein in the upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.